Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant results is unknown. Analysis of the instrument data and patient data on samples run on the same day indicates that this is an isolated incident. No other outliers for any other samples suggests that the root cause of this incident is sample specific. Qc remained within laboratory ranges. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant results were obtained on a patient sample for multiple methods. The results were reported to the physician who questioned the results. The tests were repeated from a different sample tube from the same draw and results were obtained consistent with physician expectations. Corrected results were issued. There is no indication that patient treatment was altered or prescribed on the basis of the discrepant results. There was no report of adverse health consequences as a result of the discrepant results.